Manufacturer narrative:
H10: h6: unconfirmed product without product codes or lot number provided, were reported as used for treatment. No product was returned, therefore details, physical evaluation and investigation were limited. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use. If relevant information becomes available to assist with evaluation the complaint can be revisited. Instructions for use for the family contain instructions, precautionary statements and recommendations for proper use of product. Complaint history review was unattainable without a valid lot number and product code provided although query using the product family indicated similar allegations. Batch review was unattainable without a valid lot number available. There was no objective evidence to suggest a direct link between the product used during the procedure and the allegation reported. Post market complaint surveillance continues to monitor rate of failure occurrence. Based on the limited information provided, the patient impact beyond the reported modified surgical procedure and minor surgical extension could not be concluded; although pain and arthritis are possible manifestations post meniscectomy. No further clinical medical assessment is warranted. No further action warranted at this time.

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix 360 delivery system failed to deploy the t2 anchor. The implants were removed from the patient. The procedure was finished by changing from repair to meniscectomy as consequence of the allegation. Surgery was delayed about 10-15 min. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.